Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge sr. Territory manager (stm) walked biomedical engineer through the procedure by phone call to clear the message that they were seeing. The stm made the biomedical engineer aware that that message was not an indication of an error with the iabp. The battery test date was changed to 6 months. The stm verified with customer that there were no further issues with the pump. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message. No patient was involved and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message. No patient was involved and no adverse event was reported.